Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was pushed into a swimming pool while wearing the insulin pump. The customer stated that the insulin pump had an error code which said to press escape to clear, but the customer was unable to clear the error. The customer stated that she took the battery out and dried out the device, but it would no longer function properly. Blood glucose level at the time of the incident was 172 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.